Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v014583, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387-40, lot# v004552, implanted: (B)(6) 2006, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748251. Serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4)

Event description:
Information was received from the consumer that reported it had been taking less time to charge the patient's implantable neurostimulator (ins) on the left side which began in (B)(6) 2015. They had checked the implantable neurostimulator (ins) on the left side of their body the day prior to report and it was off so they turned it back on. When they had turned it on the patient immediately got a severe numbing down her arm and low lip and it was basically the whole right side of her body. They turned the stimulator off. The patient's right hand had been shaking more which began in the spring of 2015. The patient had fallen on occasion but they hadn't hurt themselves. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine if the health care professional (hcp) had been notified about the issue, what steps were taken to resolve the charging issue and the ins turning off, and had the issue been resolved. If additional information is received, a follow-up report will be submitted .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer later reported in july 2015 the implantable neurostimulator (ins) had somehow shut itself off. When they had tried turning it back on the patient got a shock so they turned the ins off and notified their healthcare professional. Patient was told they had probably felt a shock because it came on with the full force, usually they turn it on gradually and bring it up. The change in therapy in the form of a shock was considered sudden in nature.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient had an appointment scheduled with their health care professional (hcp) the day after report. They tried turning the device back on once but the patient received a shock so he left it off. They hadn't tried charging either. It was further reported the patient was having recharging issues but everything was working as normal now. They went to the doctor and he reset it at a lower voltage since it hadn't been on since (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. The patient recapped the previous issue by reporting that the patient initially did not know stimulation was off as there was no change in her symptoms control. Additionally, with stimulation on, there was no difference in symptoms control from when the device was off but it is controlling his tremors, for the most part; the issue of symptom control is still present. The patient also reported that it only took her about 5 minutes to recharge; it usually takes 30-60 minutes as she charges weekly when that battery is half full. The patient was unable to confirm the amount of charge the battery had prior to initiating recharge but did confirm via the patient programmer that the battery was at 100% after recharging. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.